Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Unfortunately retention samples were not available for inspection because lot number provided is incorrect. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 34 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "heparin 2ml tubes 368494, lot 8516335 underfill is out of acceptable range +-10%. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this. No impact since the error was visible."